Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that after two hours of intra-aortic balloon pump (iabp) therapy,the helium regulator assembly was found default and causing the helium tank leaking. As a result, another pump was used to complete the iabp therapy. There was no reported pt death or injury. Medical/surgical intervention was not required. There was no reported interruption / delay in iabp therapy. No pt complications were reported and the pt outcome is listed as fine. Add'l info received from the distributor on (B)(4) 2011 stated "we have a default helium regulator assembly. It was tested and found it causing two helium tank leaking upon usage. The helium regulator assembly is from autocat2wave with (B)(4), which was purchased in 2010 (B)(4)."